Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. At the time of this report, peritoneal dialysis therapy was ongoing but the plan was to remove the peritoneal dialysis catheter two days after the initial receipt of this report and to replace the catheter after the patient has recovered and healed. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date approximately two to three weeks ago, the patient experienced peritonitis. (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.